Event description:
It was reported that the patient had ventricular fibrillation and went into cardiac arrest. The device therapies were ineffective at converting the patient's arrhythmia. The patient was externally cardioverted. After external rescue, the patient is in the intensive care unit and has loss of consciousness. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.